Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional therpay electrodes.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. There was a fractured solder connection. The root cause of the fracture was an improperly formed solder connection combined with mechanical stress. A corrective action was issued for this error. No adverse event resulted from the non-functional therapy electrode.